Event description:
I was reported that during a dt4 surgery the tightrope ruptured during installation (clamping). According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. The surgeon had to use a bio-composite screw (ar-4030c-09). It was not necessary to do a second surgery. Update avoe 14-sep-2023. It was confirmed that all fragments were removed from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed without the return of the device for evaluation. The device was not received for evaluation, and no photo was provided for investigation. Per event description: "I was reported that during a dt4 surgery the tightrope ruptured during installation (clamping)." It is concluded that the suture broke during the procedure. Per dfu-0147-8 at revision 0. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.